Manufacturer narrative:
Technician asked the account to isolate the side rail and get a display to see what the scale is doing. No further information is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the pulmonary percussion module would not stay set. No injury reported.